Manufacturer narrative:
The other relevant components include: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. It was reported that there was an unexpected low/empty reservoir alarm. The hcp was updating the reservoir volume to 19ml, then she changed her mind and updated to 20ml prior to updating the pump. To resolve the issue, the reservoir volume was changed to a new reservoir volume, the pump was updated, and then the pump was programmed to the desired reservoir volume before being updated again. It was indicated that troubleshooting resolved the reported issue.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software; product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4). If information is provided in the future, a supplemental report will be issued.